Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farapulse clinical procedure was completed on (B)(6) 2025 involving a farawave nav catheter. On (B)(6) 2025 the patient he patient experienced atrial flutter. The patient was treated with diagnostic telemetry testing, invasive intervention and adjustment with oral medication. The atrial flutter was considered resolved on (B)(6) 2025. The patient was hospitalized between (B)(6) 2025 and (B)(6) 2025. As this event occurred post index procedure, the device is not expected to be returned for analysis.

Manufacturer narrative:
Correction: impact codes added f2303 medication required. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farapulse clinical procedure was completed on (B)(6) 2025 involving a farawave nav catheter. On (B)(6) 2025, the patient he patient experienced atrial flutter. The patient was treated with diagnostic telemetry testing, invasive intervention and adjustment with oral medication. The atrial flutter was considered resolved on (B)(6) 2025. The patient was hospitalized between (B)(6) 2025 and (B)(6) 2025. As this event occurred post index procedure, the device is not expected to be returned for analysis.